Manufacturer narrative:
Product evaluation found that the lens was returned in liquid in the lens case/vial. Visual inspection found no visible damage to the lens. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vich13.2 implantable collamer lens, +07.50 diopter, in the patient's right eye (od) on (B)(6) 2016. The lens was explanted on (B)(6) 2016 due to excessive vaulting. The lens was exchanged for a shorter lens and the problem was resolved. The patient's post-op best-corrected visual acuity was 20/25.